Manufacturer narrative:
Information contained in this report was previously submitted through (B)(4) on (B)(6) 2016. Submitted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Health professional reported right side ¿seroma.¿ the following event is not considered device related, "fatty liver". Treatment of ¿puncture¿ and ¿elastic bandage pressure¿ was provided, and the device remains implanted.